Event description:
It was reported while using bd saf-t-intima¿ with y adapter yel leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: visited patient to re-load syringe driver, family reported some leakage from area. On checking the saf-t-intima it was a y version and the second port did not have a bung causing the medication to leak out instead of going subcutaneous.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd saf-t-intima¿ with y adapter yel leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: visited patient to re-load syringe driver, family reported some leakage from area. On checking the saf-t-intima it was a y version and the second port did not have a bung causing the medication to leak out instead of going subcutaneous.

Event description:
It was reported while using bd saf-t-intima¿ with y adapter yel leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: visited patient to re-load syringe driver, family reported some leakage from area. On checking the saf-t-intima it was a y version and the second port did not have a bung causing the medication to leak out instead of going subcutaneous.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes; d10: returned to manufacturer on: 20jul2023. H6: investigation summary our quality engineer inspected the 1 photo and 3 samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the samples showed that during the leakage testing, both ports of the device did not leak. The verbatim of the complaint states a component was missing, but all components were accounted for on the returned samples. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the samples. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.